Event description:
Complainant alleged that while attempting to defibrillate a 27-year-old patient, (gender unknown), a loud pop noise was heard after the device delivered the set energy to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. User medwatch received: please refer to the attached user medwatch report that zoll medical has received.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned for evaluation.